Manufacturer narrative:
Batch review performed on 19 april 2022: lot 164606: (B)(4) items manufactured and released on 09-nov-2016. Expiration date: 2021-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.

Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. At 5 years and 2 months post primary the surgeon revised the stem, head, and liner. The surgery was completed successfully.